Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the ventricular leadless pacemaker (lp) exhibited premature battery depletion. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
The reported event of early battery depletion was confirmed. A probable root cause for this early battery depletion is likely caused by the hybrid metal migration anomaly. However, that root cause cannot be conclusively confirmed until this lp is returned to abbott and its hybrid analyzed directly.